Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge and infusion set connector became broken; cause unknown. Customer's blood glucose was not impacted. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.